Manufacturer narrative:
Upon subsequent follow-up with the customer, additional information was received. The reporter stated that there were no delays to the surgical procedure and the surgery was completed successfully. It was reported that there were no patient or user injuries. It was further reported that the since the device was used in the month of (B)(6) 2017 and (B)(6) 2017 for multiple procedures, the event date was unclear/unknown. There was no prolonged hospitalization. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
UDI: (B)(4). The product code was reported as unknown in the initial report. It has been updated as eg1a; therefore, brand name, common device name, serial number, 510(k) and device manufacture date have all been updated accordingly. Correction: upon subsequent follow-up with the customer, additional information was received. The reporter stated that upon troubleshooting the eg1 system (motor device) with the attachment devices, it was determined that the motor device was the device that overheated and not the attachment device. Therefore, the product code and device information have been updated accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The part number as unknown. All attempts to obtain product information were unsuccessful. Therefore, UDI is unavailable. (B)(6). The product code is unknown. Therefore, the brand name, common device name, catalog number and 510k classification are unknown. The serial number device is unknown; therefore, the manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the attachment device was overheating. It was not reported if there were any delays in the surgical procedure or if a spare device was available. There was patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
User facility address: the reporter¿s address was received and the information has been updated accordingly. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the pre- repair diagnostic testing could not be performed because the device could not lock the cutter devices. The burr lock mechanism assembly was disassembled and it was determined that one of the two springs for the lock tabs had failed and was not pushing on the lock tabs to secure the cutters. One of the springs were observed to be out of place and deformed. It was further determined that the other spring was out of place and completely gone. It was determined that the root cause for the springs to come out of place was due to the handpiece being run without a cutter. The assignable root cause was determined to be due to user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.